Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had unexplained high blood glucose because his insulin pump is under delivering the insulin. Customer stated that he treated with insulin shots because the insulin pump was not delivering. Customer stated that when he removed his infusion set the cannula was bent. Nothing further was reported.